Manufacturer narrative:
(B)(4). Approximate age of the device is 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad). Approximately 2 years post-implant, during a routine check-up on (B)(6) 2015, the patient informed their health care professional that they had experienced low flow and pump off (red heart) alarms in the evening on an unspecified date. The alarms occurred when the system controller was connected to the power module. The patient was asymptomatic at the time of the event. The system controller log file reportedly revealed that the device did not maintain the fixed speed when the patient was connected to the power module. The patient was placed on an ungrounded power module patient cable. It was reported that no further alarms occurred until 11/19/2015. The patient&#38112;health care providers are discussing placing the patient on the transplant list. No additional information was provided.

Manufacturer narrative:
Additional information: the report of low speed and pump stoppage events was confirmed based on the information contained in the submitted log file. The event history indicated the recorded events appeared to occur while the system was operating on the power module. X-rays of the internal and external portions of the driveline were unremarkable. Although the events captured in the submitted log file may be the result of a potential issue with the driveline, the driveline wire damage could not be confirmed because the pump was not available for evaluation. The pump remains implanted and the patient remains ongoing on lvad support using an ungrounded power module patient cable. No further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received which indicated that the patient is doing well and remains ongoing on lvad support with the use of an ungrounded power patient cable while on module support. No further actions planned.